Event description:
It was reported that the camera head exhibited intermittent visual. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, during the device evaluation, a tiny cut on the cable was identified. A root cause could not be identified as the malfunction was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was cystoscopy which was completed using a similar device. There were no reports of any delay.